Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead dislodged at night and it was confirmed by an x-ray. It was also noted that there was diaphragmatic stimulation. Twitching occurred when the lead was placed in the target site, so the lv lead was moved back and placed there. It was noted that it was difficult to perform reoperation in terms of the patient's physical strength. The lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.